Event description:
Additional information received reported that the patient had chest pain and a kidney stone. The patient was hospitalized for these symptoms independent from his implantable stimulator (ins). The patient's chest pain was resolved and he recovered without sequelae. A negative stress test was reported. The patient continued aspirin use. The patient discontinued the use of nitroglycerin patches. It was planned that the patient's physician would implant a stent for the patient's kidney stone. The patient had been on empiric levaquin. It was left to the discretion of the patient's urologist if the patient would use antibiotics. The patient was on chronic pain medication use. The patient continued the use of home medications. The patient's hyperkalemia was resolved.

Event description:
It was reported that the patient was admitted to the emergency room (ER) with chest pain. The physician believed that a loose wire in the implantable neurostimulator (ins) system was the cause of the pain. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 377845, lot# v018488, implanted: 2007 (B)(6), explanted: na, lead model 377845, lot# v018488, implanted: 2007 (B)(6), explanted: na, programmer model 37742, serial# (B)(4), extension model 3708120, serial# (B)(4), implanted: 2007 (B)(6), explanted: na, extension model 3708120, serial# (B)(4), implanted: 2007 (B)(6), explanted: na. (B)(4).